Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an implant procedure. The right ventricular lead exhibited a drop in sensing after suturing it down. Further investigation found an abrasion on the insulation and suture sleeve. Lead was exchanged for a new one to complete the procedure. Patient was stable after the event.